Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed that after power up the device gave "double beep" alert with a cassette attached. The reported issue was confirmed. The cause was determined a problem with the downstream occlusion sensor/casssette detector was faulty.

Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette. There was no patient present at the time of the event. There were no reported adverse events.